Event description:
New information received on may 22, 2018, indicates that the patient presented remotely via remote transmission. Upon review, the right atrial lead exhibited continuing lead noise and low impedance. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic on (B)(6) 2017 for routine follow-up. Upon review, the right atrial lead exhibited episodes of noise oversensing which resulted in inappropriate mode switching. The noise could not be reproduced with isometrics. The lead also exhibited low impedance approximately 4 days ago. The impedance was within range during the in-clinic check. The patient will be monitored.